Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid within the cassette compartment. The touch screen test failed. An internal inspection of the cycler found a shorted transformer on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation the touch screen test passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a blank screen problem on a cycler. Issue occurred during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but the screen remained blank. The cycler was rebooted and the screen remained blank. Technical services replaced cycler due to blank screen problem. Patient does know how to perform manual treatments. Upon review of additional information, it was determined that the patient was able to complete treatment via manual exchanges without any adverse event and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.